Event description:
It was reported that the left ventricular (lv) lead triggered an alert for a high, undefined impedance measurement. The lv lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 5076-45 lead implanted: (B)(6) 2003; 694758 lead implanted: (B)(6) 2011; if information is provided in the future, a supplemental report will be issued.